Event description:
It was reported that when the physician implanted the preloaded intraocular lens (iol) there was a crack in the center of the iol and the lens was removed. Account indicated that the iol was implanted in the patient's right eye. The procedure was successfully completed using a replacement iol. The implantation was performed with a slightly enlarged 2.4 mm corneoscleral incision; therefore, no additional incision enlargement was required. There was no patient injury. During preparation, ophthalmic viscoelastic device (ovd) was introduced in the cartridge via hydration port and the device was set according with the instructions for use. No further information was provided.

Manufacturer narrative:
Section a3b, a4, and a5: unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h6 - health effect - clinical code 4581: no code available (incision enlarged) section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.